Event description:
It was reported that the patient fell in the shower in (B)(6) 2010. After the fall the patient was unable to void properly. The system was tested with an 8840 programmer and it was reported that "2 out of the 3 leads were not working". The patient's hcp also told her that the ins was cracked. The patient's ins and lead were replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v210868 implanted: 2009-(B)(6) explanted: 2011-(B)(6); programmer model 3037 serial# (B)(4).